Event description:
It was reported that a clearlink system - non-dehp solution set leaked. There was a crack in the "stem." This was identified during patient infusion with normal saline. The patient was found wet due to the leak. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Lot #: suspect lot dr21f29048. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the suspected lot # was manufactured on 06/30/2021. H10: the device was received for evaluation. Visual inspection was performed using the naked eye and the luer assembly was observed broken. Pressure testing was performed and a leak was observed at the luer assembly due to the broken luer. Additional pull test was performed, and no separation was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted for suspect lot dr21f29048 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.